Event description:
It was reported that an atrial arrhythmia burden alert was triggered. Presenting electrogram (egm) showed an atrial arrhythmia was in progress for fourteen and a half hours. Undersensing of atrial signals was seen. The atrial sensitivity was fixed, and the atrial arrhythmia burden alert was increased to greater than 24 hours. No adverse patient effects were reported. The device remains implanted.